Event description:
Per the clinic, the patient was explanted on (B)(6) 2020, due to an unspecified infection. It was reported there was no infection observed at the time of explant. Prior to the surgery, the patient was treated with oral steroids for a duration of 7 days. The patient has not been reimplanted with a new device as of this report.